Event description:
It was reported that a thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023, echocardiogram revealed a thrombus. No patient complications were reported.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in february 2023, echocardiogram revealed a thrombus. No patient complications were reported. It was further reported the thrombus was located on the surface of the closure device. The patient was instructed to restart eliquis and aspirin in response to the thrombus.